Manufacturer narrative:
Lot # unk. The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: "patient came from ER to the ward with catheter in place. Later on it is discovered that the catheter broke below the crotch." No reported patient injury. Condition of patient unknown.